Event description:
Deflation of the saline portion of a mentor becker 50/50 breast implant and rupture of the gel portion. Diagnosis or reason for use: breast reconstruction. Event abated after use: yes.